Event description:
The facility representative reported a false occlusion alarm which caused the pump to shut down. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.